Manufacturer narrative:
E1: initial reporter last name: (B)(6) h4: the lot was manufactured february 10, 2023 to february 12, 2023. The device was received for evaluation. An unaided eye visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using tap water which observed a leak between the spike port tube and spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port tube during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 250 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked lipids near the injection port. This was observed during delivery of the tpn product. There was no patient involvement. No additional information is available.